Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 349 mg/dl. The customer treated themself with a manual injection. Troubleshooting was done. The customer stated that insulin did exit the tubing. Advised the pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).